Event description:
It was reported that during spine surgery, it was discovered that the attachment device heated up; and the burr was stuck in one of the attachments briefly. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested which found that the temperature was above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.